Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According of received service report, replacement of the o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The o2 gas module regulates the inspiratory gas flow and a faulty o2 gas module may affect the delivered volume or gas mixture. Device's logs were not available for further analyze. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation. A correction of field # d1 brand name and # d4 version or model # was required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated an alarm indicating a high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).